Event description:
Crack was found on the catheter about 2cm from the "y" connector. During removal of the device 20 days after placement. Used medicine: lasix (furosemide), soldactone (potassium canrenoate) mixed with saline water/every day. Denosine (ganciclovir) 2 hours/every day used syringe: 10cc syringe.